Event description:
A customer reported that their pump display was frozen, specifically on the home screen. The customer declined to provide their blood glucose levels at the time of the event, and attempts to clear the frozen display using the button alarm were unsuccessful. Technical support provided complete instructions for resetting the pump, and the customer chose to reset it, resolving the issue.